Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off when replacing the battery. The battery was replaced and the epg was restored and pasted testing. The epg remains in use. No patient complications have been reported as a result of this event.